Event description:
It was reported that 6 batteries have an ongoing low run time issue. No adverse event reported.

Manufacturer narrative:
Reported complaint of "ongoing low run times" could not be verified because the battery was not returned for eval. A supplemental report will be filed if the battery is returned.